Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 21x1 rb was broken. The following information was provided by the initial reporter: material # 305165. Lot # 4354369. Rcc received a complaint via email. Patient reported that he missed his dose of cortrophin because his syringe with needle broke and he did not have extras. Patient asked for extra supplies with next order. Replacement needles and syringes sent to patient. No adverse events reported. Unknown if available for return. No further information provided. Frequency: 2 consecutive days a month. Diagnosis for use: multiple sclerosis. Pt code: 4580. Device code: 1069. Reference report: mw5179384. Additional information provided: 1. Can you please provide an exact date of events in format dd-mmm-yyyy? Unknown/not provided. 2. Can you please provide the material and lot number associated with reported issue? Per file, lot number 4354369 and 4305135. 3. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Not available. 4. When was this defect observed? During or before use? What was the impact to the patient? Unknown/ patient missed his dose.